Event description:
It was reported that the patient underwent a right-side tmj procedure, and consequently was revised due to four screws backing out of the fossa implant. New right-side implants were placed during the revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10-medical products: item #96-6577, lot # ni; tmj system 2.0x7mm fossa x-dr screw; quantity (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - medical products: item #96-6577, lot # ni; tmj system 2.0x7mm fossa x-dr screw; quantity 3 item #24-6562, lot # 01990b; tmj sm rt fossa comp no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.